Manufacturer narrative:
Based on the 5 pages of medical records information, it appears that on (B)(6)2015, this patient presented at the emergency room with abdominal pain. Peritoneal dialysis fluid culture results revealed patient had peritonitis. Patient was treated with intravenous, oral and intraperitoneal antibiotics and discharged on (B)(6)2015. According to the peritoneal dialysis registered nurse (pdrn), there were no injuries or complications related to this event. The pdrn stated the patient was hospitalized for peritonitis and indicated touch contamination as the cause. Medical records reveal that this patient has had previous episodes of peritonitis medical records do not contain treatment records, progress notes, laboratory reports or medication records for review. There is no documentation in the medical record that shows a causal relationship between the patient's liberty cycler and the patient's peritonitis.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient with a history of multiple episodes of bacterial peritonitis presented on (B)(6) 2015 with abdominal pain, fatigue and loss of appetite. The patient was subsequently hospitalized with peritonitis which cultures confirmed to be caused by roseomonas gilardii. The patient was found to have broken aseptic technique during treatment. The patient was subsequently discharged on (B)(6) 2015.

Manufacturer narrative:
The peritoneal dialysis cycler was not returned to the manufacturer but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, record review confirmed the labeling, material, and process controls were within specification.